Manufacturer narrative:
Product was not returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 577 mg/dl 300 mg/dl and 50 mg/dl. No adverse event reported.